Event description:
It was reported that the patient underwent kidney surgery on an unknown date and suture was used. Following the procedure, the patient experienced a wound dehiscence. The physician opined that this issue is related to the suture. Additional information has been requested.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a liver-kidney transplant surgery. During fascia closure, suture was placed continuously and tied with square knot and multiple throws on top. Within two weeks post-operatively, the patient experienced a wound dehiscence. It was reported a suture breakage. 4 liters of fluid were removed from abdominal region. The wound was closed with suture and a wound vac was placed. It was reported that the patient¿s tissue was thin. The patient¿s current status is stable. Conclusion: actual sample was returned for evaluation. Visual inspection was performed and suture segment was cut. No other damage, defects, or anomalies were found. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.